Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and suture was used. During the procedure, the circulating nurse who was opening this suture on to the scrub table, noticed that the foil packaging had been compromised and that it was open at the end. The nurse could see that air would have got in to the packet. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed and revealed that the inner folder was trapped in the seal of the foil pack.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(6).